Event description:
It was reported that the patient never experienced therapeutic effect. The patient's neurostimulator was reprogrammed 15 times, however, no improvement was noted. It was also reported that the patient experienced "shocking" during lightning storms.